Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy the waveform became abnormal. The customer switched to using the transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
No decontamination performed since product was not returned for evaluation. However, a video was provided by the customer of the pressure waveform on the cs300 pump of the reported failure with the involved device. Visual examination of the provided video confirms the reported difficulty to monitor the pressure. The likely cause may have been a failed sensor. However, since the device was not returned for evaluation, we are unable to conclusively determine the root cause. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot ship history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.